Manufacturer narrative:
Extension: model 370826, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Lead: model 3998, lot# v004129, implanted: (B)(6) 2007, explanted: na. Lead: model 3998, lot# v009630, implanted: (B)(6) 2006, explanted: na. Extension: model 370826, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Programmer: model 37742, serial# (B)(4).

Event description:
It was reported that prior to a reprogramming session the patient could feel stimulation from their implantable neurostimulator. Post programming, the patient lost the stimulation sensation. Impedances were checked and showed greater than 3600 ohms on all combinations of electrodes 0, 4 and 5. Further reprogramming was performed, using electrode pairs within normal impedance ranges, and the patient's stimulation returned. Further programming was needed to capture proper area of pain relief. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that after being reprogrammed using electrode combination with normal impedance, the patient was told to call the manufacturer representative if her coverage was not adequate. The manufacturer representative had not heard from the patient since the programming session.